Event description:
This event was captured based on literature review, performed via retrospective analysis of 2918 cerebral angiograms and neuro-interventional procedures done without prophylactic antibiotics. All the procedures were performed at a single institution and by a single endovascular neurosurgeon over a 7-year period. The aim of the review was to determine the rate of infection associated with neuro-angiographic procedures in a clinical setting in which prophylactic antibiotics are not routinely given. For this case, the patient presented with a subarachnoid hemorrhage. Stent-assisted coil embolization of the basilar apex aneurysm was undertaken without complication; for this procedure, the left femoral artery was used and closed with a perclose proglide device. Approximately a month later, the patient went to an outside hospital and was diagnosed with a superficial wound infection of the left femoral access site. She was started on oral bactrim; however, failure of this treatment prompted another visit to the outside hospital. Workup at this institution showed a 2 by 2-cm-deep wound abscess. She underwent exploration and drainage of the abscess with removal of the foreign body perclose proglide prolene suture. The patient improved with intravenous antibiotics with resolution of her wound infection. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of the event indicated as occurred in 2010, the best guess date of occurrence will be (B)(6) 2010. It is indicated that the devices are not returning for evaluation. This incident reported only patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.